Event description:
Customer reports giving pt with hyperglycemic symptoms novolin 70/30 at 9:53 (no tests done at this time). Pt had hypoglycemic symptoms at 15:01 with blood glucose result of 167 mg/dl taken on the inform system; he was treated with a small amount of d50, and at 15:p31 a sample was collected for a lab (result was 47 mg/dl). Controls were run and in range. No adverse event reported. Requested return of suspect device, however, the test strips used during the incident have already been used; replacement was sent.